Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger/modem was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not working) was confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to a defective u13 cmos flash micro-controller. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient received a replacement battery charger/modem.